Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level was around 400 mg/dl. Customer treated their blood glucose levels with manual injection. Troubleshooting for high blood glucose levels was performed. Customer removed the site from their body and realized the cannula was bent. Customer was advised a bent cannula will interfere with the delivery of insulin and most likely resulted in high blood glucose levels. Customer declined to further troubleshoot the insulin pump. Customer advised there is a crack on the insulin pump. Troubleshooting for the cosmetic damage was performed. Customer advised there is a crack on the top right corner of the screen. Customer does not know how the damage occurred. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. However, the insulin pump was received with cracked case on the display window corners, cracked lcd window, minor scratched lcd window and cracked reservoir tube lip.